Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic ulcer. It was reported approximately twelve years later CT revealed the stent graft had migrated down into the sac and the aneurysm diameter was now 41mm. Per the physician the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient will be monitored.